Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the marker lumen was not patented. Another proglide device was used; however, after the sutures were successfully deployed, the physician decided to remove them. Although the physician stated that there was no device malfunction observed, he felt that there might be a possibility of a malfunction. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide (part #12673-03; lot #unk), is being filed under a separate MFR#. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that all the components were in the pre-deployed position and there was dried blood observed on the device. During testing, after the device was decontaminated, the luminal marking test was performed and the result was successful. Based on the investigation findings, the marker lumen was patent and the root cause for the reported product experience could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.